Event description:
A study investigator reported two patients with corneal edema following intraocular lens (iol) implant surgery. The investigator indicated that "this edema is part of the standard procedure." Additional information has been requested. There are two medical device reports associated with this event. This report is for the second patient.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B)(4).